Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. The physician commented that the angle that he held the device was too shallow, and the plunger was not pushed enough. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
2017 device code clarifier- failure to follow steps / instructions. The device was returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Reportedly, a cuff miss [suture retrieval issue] was noticed. The physician commented that the angle that he held the device was too shallow, and the plunger was not pushed enough. The perclose prostyle instructions for use (IFU) states, ¿depress the plunger with the right thumb (in the direction marked #2) until the 'black collar on the plunger meets the blue body to deploy the needles. In addition, to the visual confirmation, an audible click should be heard to confirm the needle and cuff engagement. The reported difficulty appears to be related to the user error. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.